Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up with an alert indicating out of range atrial lead impedance. In clinic atrial lead impedance measurements were normal. No programming changes were made. Patient monitoring will continue.